Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support for heart disfunction. While on support, the distal pulses were not found by doppler. Additionally, the ultrasound revealed thrombus. Vascular consult obtained and patient was taken for clot removal.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.